Event description:
It was reported the lead was opened but not used as there was an irregularity observed on the rv coil. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. The analyst also noted that the gap between the exposed defibrillator coil filars is within specification.